Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient/lay user contacted lifescan (lfs) (B)(4) alleging an unknown issue with their onetouch verio iq meter. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the alleged product issue began on (B)(6) 2016. The patient manages their diabetes by self-adjusting their insulin dosage and denied making any changes to their usual diabetes management regimen in response to the alleged product issue. The patient stated that later the same evening they ¿couldn¿t move¿ and stated that this was due to hypoglycemia. In response to this the emergency medical services were called and took the patient to the emergency room where they were treated by a healthcare professional. The details of the treatment which the patient received were not noted. At the time of troubleshooting, the csr was unable to resolve the issue or establish any further details regarding the alleged device issue. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient allegedly experienced an issue with the subject meter which led to them requiring treatment from a hcp in the e.r in order to prevent further serious injury.